Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 155 units and remained static. Reportedly, the cartridge was filled with 300 units of insulin. Blood glucose level was not impacted. Reportedly, the customer continued using the existing cartridge for insulin therapy.